Event description:
The patient has been referred for a vns repositioning surgery. The reason for the surgery was not provided, and no further information was provided. Multiple attempts have been made to the patient¿s physician for clarification on the need for vns ¿re-positioning¿ surgery; however, no response has been received to date. No known surgical intervention has occurred to date. No other relevant information has been received to date.